Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the set up joint unit involved with this complaint and completed the device evaluation. Failure analysis was not able to replicate the customer reported complaint, however, the error/fault was confirmed via log files.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the customer experienced a non-recoverable error 23 on the system mid procedure with the patient side manipulator 3 (psm3) becoming stuck. The customer power cycled the system; however, all of the arm led indicators were red, and the arms were not responsive. The surgeon elected to convert the procedure to traditional laparoscopic techniques and the surgery was completed with no injury reported. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, this reported event was confirmed. Live logs revealed multiple errors pointing at armnet 4 in set up joint (suj) including psm3. The fse confirmed problem with armnet4 and replaced the suj assembly to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the set up joint (suj) assembly be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the procedure was converted to laparoscopic surgery after the start of the procedure due to the patient side manipulator 3 (psm3) was stuck and all the arms became unresponsive. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.